Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-02512.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-02512. Follow-up identified the patient was implanted with two dbs ipgs. Reportedly, surgical intervention was undertaken wherein one ipg was replaced due to end of service life and the physician electively replaced the second ipg during the same procedure. Note: new device report added.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient programmer displayed a low battery warning message. Reportedly, the ipg battery has reached end of service life. The next course of action is undetermined at this time.